Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture piece that pertain to the product code eh7241h was received for analysis. The needle was double armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be broken and fraying. In addition, body fluids and fraying suture were found on the strand. The other section of the suture was not returned for analysis. In addition, photo was provided and it shows two tray and paper cover, with four needle suture pieces in total; three sutures were noted fraying. No functional test could not be performed due to the condition of the returned suture. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/22/2025 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that total 2 products occurred fraying and splitting during using in the operation. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.